Manufacturer narrative:
The investigation found 84 abnormal aspiration alarms and 61 sample short alarms from on (B)(6) 2024 and abnormal aspiration and sample short alarms on the date of event. This indicates a clogged sample probe may have caused the event. The customer does not use rack adapters for their 13 mm tubes. Product labeling states "tube adapter - required for tubes = 13 mm ¿ improves the vertical alignment of tubes." The investigation determined the event was consistent with a preanalytic issue at the customer site (clogged sample probe). Preanalytic's are within the customer's responsibility.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The customer stated they had adjusted and changed the sample probe several times. The investigation is ongoing.

Event description:
The initial reporter received a questionable albumin result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 6 g/l. The first repeat result was 45 g/l. The second repeat result was 46 g/l.